Event description:
It is reported that the device was implanted in 2008 and was revised four months later, due to the patient having chronic knee pain. After several visits to dr and after several tests that included a bone scan of the knee, the patient requested that dr revise the knee. The primary femoral component is a cr flex porous femur. Dr. Whitten had thought the pain may be associated with a "loosening" of the femoral component. During surgery it was determined by dr that the femoral component was not loose at all and that the femoral component would not be revised. He therefore exchanged the articular surface with the same size as the primary articular surface.

Manufacturer narrative:
Evaluation summary: no product returned for engineering evaluation. Also x-rays are not available for review. It is reported that the knee was revised suspecting the femoral component was loose and causing the pain. But, during the surgery, the femoral component was found well fixed. Further, it was not known why the articular surface was revised. The cause of the problem could not be determined due to insufficient information. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.